Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to non-electrical environmental stress cracking while in vivo. Concomitant medical products 694758 lead, implanted: (B)(6) 2008; 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead was explanted for unknown reasons. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.